Manufacturer narrative:
This case was downgraded and is no longer considered reportable since the vitrector was found not to be the cause of the posterior capsule tear. Our subject matter expert concluded that the complaint involving the vitrector happened only after the tear had already occurred. No additional details will be given regarding this case. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Customer had an issue with the vitrector, it did not cut or was not working properly. Physician was trying to remove the cortex from the capsule bag because there was a slight tear. The vitrector would not aspirate or cut. They did not use a new one. Physician decided to just insert the lens and move on with remaining cortex. Case was completed with no patient adverse effects. No further information was provided.